Manufacturer narrative:
Product ID 37761 lot# (B)(4) implanted: explanted: product type recharger if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, from the manufacturing representative and the consumer, and it was reported that the desktop charger had a broken connector pin. The patient had not charge their implant for 4-5 months due to the broken recharger and an overdischarge was alleged. The patient would meet with a manufacturing representative after they received their replacement recharging part. No further complications or symptoms were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type recharger. Analysis of the desktop charger (c0523195) found the ac wall plug cable was bent. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative and it was reported that a device reset was conducted on (B)(6) 2018. The patient was sent home to charge after the por (power on reset) was cleared. The patient stated that coverage was correct when they turned the ins back on, so the issue had been resolved. The information was confirmed with physician. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's last successful recharge was 'several months' prior to the report and that the reason the patient had not maintained charging was that they were having charging issues. The patient had trouble charging in the past and now the ins would not charge at all. No patient complications were reported.